Manufacturer narrative:
This report is submitted on may 24, 2023.

Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2020, to remove excess skin over the abutment. Subsequently, the patient was administered a steroid injection on (B)(6) 2020 (duration not reported). The implanted device remains.